Event description:
It was reported that during a lobectomy procedure, the device was used to fire on the lung. After firing, the surgeon cut the tissue and then saw that the device had not deployed any staples. There was bleeding. To control the bleeding, the area was hand sewed. The patient loss 300 cc's of blood. No blood transfusion required. The patient is okay.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Account did not release device for analysis. The device was not returned for analysis. However, there was a packaging lot or batch number provided by the user facility. The batch records were reviewed and the final quality release criteria were met before the batches were released for distribution. Complaint information is trended on a regular basis to determine if further investigation is warranted.